Manufacturer narrative:
The device was not returned so the complaint could not be confirmed. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloons used on this device. No other complaints were associated with the tubing used to manufacture the balloons. Two comparative catheters were pulled and tested. Both devices were the same balloon diameter as the complaint catheter, but a different catalog and lot number. The comparative devices used the same balloon tubing in the manufacture of the balloons as the complaint catheter. The balloons were immersed in a body temperature water bath and inflated until they failed. The first comparative catheter balloon did not burst until 8.5 atm, which is more than double the labeled rated burst pressure of 4 atm. The second comparative catheter balloon did not burst until 9.0 atm, which is again more than double the labeled rated burst pressure of 4 atm. No additional investigation can be performed due to the lack of information. No root cause established as the complaint could not be confirmed. Duplication of the issue required the balloons to be taken to more than double the labeled rated burst pressure. Additional questions were sent to the user facility / distributor, but no additional information was received.

Event description:
As per the limited information from the distributor / user facility - "during the procedure, md found exploded during balloon inflation."

Event description:
On 1/14/2026 update - the catheter was received at numed and evaluated. The balloon was intact with no burst evident. When inflating the balloon a small leak was found at the tip. Upon review of the MDR decision making process, it was determined that this product problem would not have met the requirements for MDR reporting. Upon receipt of the catheter at numed it was found that the actual complaint device was jz-29837. It was reported as jz-29088 by the distributor because the complaint device was placed in an incorrect box to be returned. The box was labeled as jz-29088, but the complaint catheter was actually jz-29837. Original - as per the limited information from the distributor / user facility - "during the procedure, md found exploded during balloon inflation."

Manufacturer narrative:
On1/14/2026 update - the device was received at numed and evaluated. The balloon was intact with no burst evident as stated in the original report from the user facility / distributor. When inflating the balloon a small leak was found at the tip. Upon review of the MDR decision making process, it was determined that this product problem would not have met the requirements for MDR reporting. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. Two comparative catheters were pulled and tested. Both devices were the same balloon diameter as the complaint catheter, but a different catalog and lot number. The balloons were immersed in a body temperature water bath and inflated until they failed. The first comparative catheter balloon did not burst until 8.5 atm, which is more than double the labeled rated burst pressure of 4 atm. The second comparative catheter balloon did not burst until 9.0 atm, which is again more than double the labeled rated burst pressure of 4 atm. Neither device developed a leak prior to bursting. No root cause established due to the lack of information. The complaint could not be duplicated with the comparative devices even when the balloons were taken to more than double their rated burst pressure. Additional questions were sent to the user facility / distributor, but no additional information was received.